Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, low pacing lead impedance was observed when the device was placed in the pocket. The physician elected to leave the lead implanted. The patient will be monitored.